Event description:
A home patient contact baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home patient was utilizing one patient extension line in combination with an integrated homechoice set. The home patient inadvertently left the clamp closed on the patient line of the homechoice set during the prime cycle. The home patient noted that the patient line of the homechoice set and the extension set did not prime completely. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient, no patient injury or medical intervention was associated with this incident.